Event description:
A voluntary medwatch report was received on 02/19/2008. The facility reported that an integra lumbar drain catheter fractured during lumbar cerebral spinal fluid drainage catheter placement under fluoroscopic guidance. The distal portion of the retained catheter remained in the pt's spinal canal. The proximal end of the retained catheter remained in the surrounding tissue. A surgical procedure was performed to remove the retained portion of the catheter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.